Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "keypad is bad" was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as parts physically damaged. The cause of the condition was damaged keypad overlay. The keypad required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a bad keypad during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.